Event description:
The pump and catheter were returned with no information. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The devices underwent routine analysis. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92-108517, product type: catheter. (B)(4).